Event description:
The account stated that several tests initially gave zero results and repeated with normal results. The incorrect results were not reported. The field service representative found the cuvettes were overflowing and adjusted the rinse level detector to repair the instrument.